Event description:
Caller reported a power source alert occurred. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various solutions including using a different wall adapter and charging cable without success, leading to a decision by technical support to replace the pump.